Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: h2; h3; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additional findings were identified: handle ring rotates backwards; pokes on the cable; minor cracks on the video connector and light transmission failure. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a scratched insulation at the distal end, scratched lens, and wear marks along the fiber tube. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a scratched insulation at the distal end, scratched lens, and wear marks along the fiber tube. The issue occurred during reprocessing. There was no patient involvement.